Event description:
The complaint is reported as: "I refer for its socialization the following incident that appears in the service with the input humidifier desec 3230 hudson teleflex, since at the moment of being used it is evident that the input presents a leak of oxygen through the connection port to the flow meter". The issue was detected prior to use on a patient.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and damage was observed on the taps of the oxygen nut. A device history record (DHR) review was performed on lot number 74a1900914 and there were no issues or discrepancies found which could potentially relate to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to specifications. Based on the visual exam, the reported complaint was confirmed. Although the received sample was found with damage on the taps of the oxygen nut there is not sufficient evidence to assure this damage on the oxygen nut was originated during the manufacturing process. The root cause for the condition reported could not be identified. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "I refer for its socialization the following incident that appears in the service with the input humidifier desec 3230 hudson teleflex, since at the moment of being used it is evident that the input presents a leak of oxygen through the connection port to the flow meter". The issue was detected prior to use on a patient.